Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast lumps. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who had 300cc mentor smooth round moderate plus profile saline prostheses placed experienced bilateral cutaneous contour deformity, bilateral benign breast lumps, and right sided rupture with device migration post procedure. The wrinkling was more pronounced on the right side and the right implant looked smaller. Lumps were removed surgically and were identified through ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2021-10413 for contralateral prosthesis report.